Event description:
Medtronic ats received info that this mechanical heart valve was abandoned after implant. It was reported that as the valve was being tied down, one of the papillary muscles was obstructing one of the valve leaflets from completely closing. The surgeon thought it would be ok once the heart was distended. After implant, the surgeon oriented the valve anatomically to ease the point of obstruction. As the pt came off the pump, the initial echocardiography showed both leaflets moving. Echocardiography was done a few minutes later to make sure valve function was competent and the valve had mitral regurgitation due to one of the leaflets being obstructed by either a papillary muscle or cordae. The decision was made to remove the valve and replace it with a tissue valve. There were no adverse pt effects reported and the surgeon indicated this event was not related to the valve, but was a result of technical error.

Manufacturer narrative:
(B)(4). Eval: method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this product met all mfg specs for product released for distribution. No issues were identified that would have impacted this event. The surgeon acknowledged this was the result of a technical error and there was no malfunction of the valve.